Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head was not consistently able to interrogate all models of implantable heart devices. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the intermittent telemetry. Electromagnetic field immunity and uplink tests failed. The cable was replaced. It was also noted that the label was missing its coating.